Manufacturer narrative:
(B)(4). The service engineer (se) found intentional forced reset in memory log. The se replaced the graphic user interface (gui) central processing unit (cpu) due to error code. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that while in use the 980 ventilator display went blank and then powered back on after a few seconds. The device did not stop ventilating. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.